Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the iabp does not cycle , and does not inflate the balloon.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10, h11 corrected field: g4 it was being reported that during a routine check the system 98 had an issue regarding the main defect of ¿safety disk¿ which does not cycle and it also did not inflate the balloon. Actually the fse had went into a technical visit which was being carried out at the client and the equipment in question was evaluated. When the fse had arrived at the sector, it was seen that the equipment had already been opened by the customer during visual inspection and it was also noticed that the external connection hoses of the safety disc have blood marks. After that the fse had opened the equipment and it was being checked in the interior, where it was possible to notice that the entire ¿bia circuit¿ was contaminated with blood. Even the inflation has exceeded the sensor and the retention filter which is going to valve k3 and it was also being identified that the last maintenance of the equipment was carried out in 2010 when the ¿safety disk¿ was replaced. But despite all the infiltration, it would be possible to exchange all the infected parts and later test the equipment again. However, the equipment is discontinued from manufacture and parts supply. Therefore, the equipment is out of use. There is no involvement of the patient during this incident. H3 other text : device not repaired

Event description:
N/a.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a

Event description:
It was reported that during a routine check, the system98 intra-aortic balloon pump (iabp) unit does not cycle , and does not inflate the balloon. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.